Event description:
The following was reported to hamilton medical ag: complaint was that the filter would slip off of the inspiratory port due to its small diameter. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).